Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse checked the sample loader x1 home position which was out of alignment then aligned the sample loader x1 for all positions. The fse performed a rack rotation test, ran daily maintenance, and the customer ran quality control (qc). All results were within acceptable range. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The resolution was to align the sample loader x1 axis. The aia-900 instrument, serial number (B)(4), was installed at the account on (B)(6) 2017. A complaint / service history review for similar complaints was performed from 20 september 2017 through aware date 6 june 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages are as follows: [2300] s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause for the reported event was the sample loader x1 axis was out of alignment due to a sample rack jam most likely caused by customer.

Event description:
A customer reported error 2300 s.loader step feed failure on the aia-900 instrument. The customer performed an all set home then powered the instrument off and on but the error persisted. The pusher foot moves out then stops. The customer couldn't see anything obstructing the movement of the pusher foot. The customer is unable to run patient samples on afp tumor marker. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.